Event description:
It was reported that the customer received a button error alarm after jumping into the swimming pool. The customer's blood glucose was 121 mg/dl. The customer did not recall any other significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted during testing. Moisture damage was noted on electronic assembly and on the motor. The device had minor scratched display window, scratched case, cracked battery tube threads, and broken reservoir tube lip.